Event description:
Customer reported that the unit has an error code message of battery failed. The customer reported there was no patient involvement.

Manufacturer narrative:
The customer complaint of ¿unit will not power up¿ was not confirmed.